Manufacturer narrative:
(B)(4). Previous investigation ((B)(4)). In a previous investigation the customer provided two barcode sample sheets from two different printers at their facility. The label sets returned by the customer did not meet the minimum grade. Note: apoc evaluated the print quality for decodability using the industry standard iso/iec (B)(4), "bar code print quality specification." The minimum acceptable grade defined by (B)(4), the health industry bar code provide applications standard, requires a minimum grade of 1.5. The issue experienced by the customer was due to poor bar code print quality which did not meet the minimum standards described above.

Event description:
On (B)(6) 2011, abbott point of care became aware that a customer scanned a patient wristband barcode with I-stat1 analyzer sn (B)(4) displayed incorrect numbers. Customer has previously complained on the same issue (refer to MFR report # 2245578-2011-00045) and the investigation revealed that abbott point of care product is performing as intended. It was determined that the issue experienced by the customer was due to poor print quality of the barcodes at the customer site which did not meet the minimum standards. Based on the information available at the time, there were no injuries associated with this event.